Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the alleged product issue began approximately on (B)(6) 2012 at an unknown time when she attempted to use the subject meter and it would not power on. The patient reported that she manages her diabetes with oral medication, diet and exercise. The patient reported that she made no changes to her diabetes management due to the product issue. The patient reported that approximately one week after the start of the product issue, she became "sweaty" and had a "bad feeling" due to the product issue. The patient reported that no treatment was received due to the product issue. During troubleshooting, the cca confirmed the patient was using the correct strips. The customer care advocate (cca) noted that no misuse was identified. The cca noted that the meter powered on during troubleshooting. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.

Manufacturer narrative:
07/23/2012: supplemental information: adverse event was omitted in error on the 3500a.